Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows partial view of part of one glidepath dialysis catheter. Residues were noted throughout on the catheter. Both the extension legs were clamped. Sutures were noted on the bifurcation of the catheter. The outer surface of the extension legs appeared unclean with lot of residue. Cuff was not visible in the provided photo. Therefore, the investigation is inconclusive for the reported failure to bond issue, as provided photo is not sufficient enough to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement, the catheter allegedly failed to bond. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during the procedure, the catheter allegedly failed to bond. There was no reported patient injury.